Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Evaluation noted that the reload was loaded into a representative instrument (0786). The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. The reload was loaded into a representative powered handle. The reload successfully underwent clamp testing. It was reported that the device was not firing completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If the retraction button is pressed at any point once the firing cycle has begun, the handle will enter retraction mode and prevent further attempts to fire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ultra low anterior resection procedure involving a powered stapler reload, firing issues occurred on the second attempt. The stapler stopped responding midway, resulting in a partial fire of approximately 15 mm and was unable to proceed further. Additionally, the stapler handle and display became unresponsive and appeared frozen. To address the issue, the surgeon replaced the device with a new powered handle attached to the existing adapter to open the jaws and safely remove the stapler from the patient's abdomen. Another handle and adapter were then used to complete the surgery. After resetting and testing the handle, no further issues were observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#n4j1431y); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#(B)(6)); sigphandle, sig power sigphandle handle (serial#(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving a powered stapler reload, firing issues occurred on the second attempt. The stapler stopped responding midway, resulting in a partial fire of approximately 15mm and was unable to proceed further. Additionally, the stapler handle and display became unresponsive and appeared frozen. To address the issue, the surgeon replaced the device with a new powered handle attached to the existing adapter to open the jaws and safely remove the stapler from the patient¿s abdomen. Another handle and adapter were then used to complete the surgery. After resetting and testing the handle, no further issues were observed. No patient complications were reported as a result of this event.